Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device is returned and evaluated, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability. The implant was being placed into tooth # 34. The implant site had type 4 bone quality. The patient had no relevant pre-existing condition. There was no abnormality with the implant. There was no report of injury to the patient.

Manufacturer narrative:
Corrected data: UDI number was provided. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. Critical parameters were measured and found no deviations, no defects, nor non-conformities. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Per the reported information the patient has type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability." No abnormality with the implant was confirmed, this event will be tracked and trended.